Event description:
It was reported that during implant, telemetry was loss with the device. The device was implanted and functioning appropriately with the pocket partially closed when telemetry was lost. Attempts to interrogate with different programmers were also unsuccessful. The device was replaced. The patient did not experience any adverse effects.

Manufacturer narrative:
(B)(4). The reported inability to interrogate was confirmed in the laboratory and was due to a depleted battery. The device was tested on the bench as well as using automated test equipment, and the cause of the battery depletion was high current due to damaged components on the hybrid. The cause of the damage could not be determined.